Manufacturer narrative:
Other, other text: device evaluation: visual inspection showed right plunger case is cracked. Event history log was reviewed and found acu watchdog and check clutch plunger lever. Cannot duplicate any acu watch dog error or the check clutch or plunger lever error. Most probable cause for the check clutch / plunger lever is due to the left and right clutch halves slipping on the lead screw because of customer use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the pump has a system failure, acu watchdog/check clutch lever plunger error. No adverse patient effects were reported by the customer.